Event description:
On 01/11/07, nellcor received a report where it was claimed that the cuff on the device is filling up with water during use on a patient. The customer is stating that "the cuff is filling with water during use and causing shortness of breath to the patient." The caller is reporting three occurrences with three different tubes with the same lot number. The caller did not provide any details related to replacement of the tubes.

Manufacturer narrative:
The sample associated to this report is not available for investigation.